Event description:
As reported by the field clinical specialist, approximately 1 month after a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve in the native aortic annulus, the valve was explanted due to pvl (paravalvular leak) and valve migration. According to the medical records, approximately 6 months post implant the patient underwent redo aortic valve replacement (avr) due to stenosis, valve migration, lvot obstruction and perivalvular leak post tavr implant. At the 1 month follow up tte. It was noted that the patient had elevated gradients with a mean gradient of 23mmhg and trace perivalvular leak. A follow up tte approximately a month later showed hyperdynamic left ventricle function, and aortic valve with a mean gradient of 39 mmhg, aortic valve area of 0.79 cm2 and a tee was ordered. Approximately 5 months post implant, the patient presented for follow up tee that was performed for acute congestive heart failure symptoms. The patient also reported experiencing positional dizziness and heart palpitations. Results of the exam noted mild to moderate perivalvular leak and leaflets did appear to open normally. There appeared to be native valve leaflets on top of the frame of the s3u valve. According to the cardiology consult note, pre-tavi leaflets did not appear to have a significant amount of calcification. There was concern for some drop in the valve towards the ventricle. A cardiac MRI noted a bioprosthetic valve is in the aortic position. On limited views, there appears to be preserved leaflet mobility. The mean gradient is 30mmhg, with at least moderate paravalvular aortic regurgitation. Approximately 6 months post implant, a redo aortic valve replacement with a 23mm inspiris aortic valve due to insufficiency and stenosis. According to the operative note upon inspecting the tavr, it did appear that the valve had slipped into the lvot and there was evidence that the native leaflets had native on top of the stent frame of the valve which was causing partial obstruction of the outflow of the valve. Per the valve clinic coordinator, there was no migration. The event was thought to be likely due to improper placement/seal at implant of device.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for findings of the completed engineering evaluation. Sections g6, h2 and conclusions in this section have been updated. H6 codes have been added: type of investigation. H6 codes have been corrected: investigation findings, investigation conclusions. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), valve migration requiring intervention and left ventricular outflow tract obstruction (lvot) are known potential adverse events associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported migration with subsequent lvot obstruction could not be determined or confirmed. The investigation results suggest that factors/mechanisms mentioned above may have caused or contributed to the valve migration. Additionally, as mentioned by the valve clinic coordinator, there was no migration. The event was thought to be likely due to improper placement/seal at the time of implant of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined. It is possible that the valve position in combination with patient and/or procedural factors caused or contributed to the pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint for stenosis was confirmed based on provided medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.